Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device material was compromised. An 8.3/25 expel drainage catheter with twist-loc hub was placed in a gallbladder. One month later, the patient was brought back to have it exchanged and upon fluoroscopic imaging, contrast was observed just under the skin outside of the gallbladder. When the drain was removed, they noticed the catheter material looked as if it was breaking down proximal to the existing drainage holes. No further patient complications were noted and the patient status is okay.